Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. The majority of the balloon was torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.